Event description:
It was reported that the patient complained the one of the inflatable penile prosthesis cylinders deflated normally and the other cylinder could not be deflated. A revision surgery was offered to the patient but has not occurred yet. The preliminary cause of the event was a malfunction or clot in the valve system. The device was returned indicating the revision surgery took place.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had broken fabric threads and exhibited bulging when inflated in cylinder body; leaks were found in cylinder body. Both cylinders had wear at folds in cylinder body. The standard inflate/deflate pump was visually inspected. The pump kink resistant tubing (krt) was worn to filament; no leaks were found. Pump was not functional test due to bulges and fluid leak in cylinders were identified. Product analysis concluded that identified fluid loss and bulges with broken fabric treads in the cylinders were the most probable cause of the reported event. Product analysis confirmed the reported event.

Event description:
It was reported that the patient complained the one of the inflatable penile prosthesis cylinders deflated normally and the other cylinder could not be deflated. Additional information received indicated a revision surgery was offered to the patient but has not occurred yet. The preliminary cause of the event was a malfunction or clot in the valve system.